Manufacturer narrative:
B2 - outcomes attributed to adverse: corrected. E3 - occupation: corrected. H6 - medical device problem code: corrected. Manufacturer's investigation conclusion: review of the submitted log file confirmed the reported elevation in pump power and flow; however, a specific cause for this elevation could not be conclusively determined through this evaluation. A direct correlation between heartmate ii left ventricular assist system (lvas), serial number (B)(6)), and the reported gastrointestinal bleeding could not be conclusively established through this evaluation. It was reported that the patient presented to the emergency department with a gastrointestinal bleed. Additionally, review of the log files by technical services noted power and flow elevations that were not sustained. It was further communicated that the bleeding resolved and was treated with 2 units of packed red blood cells. The patient was discharged from the emergency department. The cause of the elevated pump power and flow was reportedly not identified; however, the elevations resolved and were only a transient finding. The submitted log file captured elevations in pump power and flow. No other notable events were observed. The pump appeared to function as intended at the fixed speed. The patient remains ongoing on heartmate ii lvas, (B)(6), with no further issues reported at this time. The current revisions of the IFU and patient handbook can be found on the eifu page of the abbott website. The heartmate ii lvas IFU, rev. A is currently available. Section 1 of the IFU, ¿introduction,¿ lists potential adverse events, including bleeding, that may be associated with the use of the heartmate 3 lvas. This section also provides an explanation of all pump parameters, including pump power and flow. This section explains that pump power is a direct measurement of motor voltage and current; therefore, changes in pump speed, flow, physiological demand can affect pump power. In addition, device flow and power generally retain a linear relationship at a given speed; however, while power is directly measured by the system controller, the reported flow is estimated based on power. This section also notes that any increase in power not related to increased flow causes erroneously high flow readings. Section 6, ¿patient care and management¿ (under ¿anticoagulation¿), outlines the recommended anticoagulation regimen, as well as the suggested anticoagulation modifications in the event that there is a risk of bleeding. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was further reported that 2 units of product red blood cells (prbc) were given to the patient and that resolved the issue. The patient was discharged. There was no harm to the patient due the system controller being hotter than the usual. The system controller was still in use. The elevated pump power and flow resolved, as it was transient finding.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that patient was presenting to the emergency department with gastrointestinal (gi) bleed. The patient was reporting that their system controller was intermittently overheating. The controller got very warm to touch and was worse when plugged into ac power. Of note, this patient had short to shield and utilized ungrounded cable. Parameters were within normal limits; just some pulsatility index pi events were noted on interrogation. Log files noted a few unsustained power/flow elevations on (B)(6) 2025.